Manufacturer narrative:
Follow-up #1: date of submission 11/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2015 with the following findings: a review of the black box data showed no evidence of cs 052 alarms. An ez-prime and 24 hour duration test was successfully completed with no call service alarms being duplicated. The pump cover was removed and there was no evidence of internal moisture observed. There was no damage to the internal components or printed circuit board found. The complaint was confirmed in the pump history but not duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service (cs 052/053/054/055 sleep) alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.